Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter, translated from dutch to english: "we received a message from your company in march that a leak could occur in a certain production line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "we received a message from your company in march that a leak could occur in a certain production line."